Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inaccurate reading occurred. The target lesion was located in the rectal area. A 26 encore balloon catheter inflation device was selected and used to inflate a 14mm non bsc balloon catheter. During procedure, the 14mm non bsc balloon was inflated at 4 atmospheres as it was stated in the packaging as normal pressure but it was noted that the balloon burst, so they tried another balloon and it also burst. It was suspected that the pressure was greater than what the gauge was reading. No patient complications were reported and the patient's status was fine.